Event description:
The reporter's complaint that the unit works intermittently was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to immersion during cleaning. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The reporter's complaint that the unit works intermittently was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to immersion during cleaning. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)